Event description:
A 30 y/o female was admitted to the ambulatory surgery unit at medical center where she underwent a hysteroscopy resection of a submucous myoma. An olympus hysteroscope and a versapoint bipolar electrosurgery system were used during the procedure. Normal saline was used to distend the uterus. The pt sustained a cardiac arrest in the post anesthesia care unit following the procedure. Despite extensive resuscitation efforts, the pt expired. Fluid overload from the normal saline used during this procedure appears to have resulted in pulmonary edema but this has not been confirmed.